Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient noticed that toes were cramping on the left foot. Patient turned off device and after turning off device patient was not able to resume normal function of left toes. Issue was not resolved at the time of the report. It was unknown whether any external/environmental/patient factors led or contributed to the issue. It was also reported that the cause of the cramping toes could not be determined and the device was explanted on (B)(6) 2017 no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.